Event description:
It was reported that the user disconnected from the ilet device in response to trending low blood glucose, overtreated with oral glucose, and subsequently experienced hyperglycemia. Upon reconnection, the ilet delivered aggressive corrections consistent with algorithm maladaptation following extended disconnection. Symptoms included hyperglycemia peaking at 400 mg/dl. Outcomes included transient hyperglycemia without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed use-related issues, specifically patient overtreatment of impending hypoglycemia and device disconnection leading to algorithm maladaptation and increased corrective dosing upon reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia and device disconnection, with recommendation to consult clinical support for potential algorithm reset.